Event description:
Information was received indicating that at the end of therapy with a smiths medical peripheral intravenous catheters (pivc)/jelco safety acuvance plus catheter, the needle was found to be unsmooth and there was a feeling of adhesion to the blood vessels. It was also reported that needle catheters were reduced by half after pressed the vessels. It was noted that x-ray examination was performed, and the stump catheter was found in the body. It was also noted that the patient experienced pain. No further adverse effects were reported.